Event description:
It was reported that there was a problem with the clutch flash plunger. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
H10: device evaluation: one pump device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that both tamper seals were intact upon receipt. The right plunger case was cracked. An error code was found in the ehl (event history log). An occlusion test was performed. The customer reported issue was confirmed as the check clutch error was found during the occlusion test. The lead screw and both clutch halves were found old, dirty, and worn out due to normal wear. The root cause of the reported issue is due to normal wear and use by the customer. To correct the issue, the lead screw and both clutch halves were replaced. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record (DHR) review was not performed. Service history review identified this device has not been in for service previously. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). D5: correction: operator of device: health professional